Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was inaccurate. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan2019. Date rec¿d by MFR: 03jan2019. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse was able to confirm that the lower left of the screen was not responsive. The fse tried to recalibrate the touchscreen but it was still not responding to touch in lower left.. The manufacturer¿s field service engineer (fse) replaced the touchscreen. After touchscreen replacement, the v60 passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05/19/2019. Failure analysis on the returned touch screen issue shows that the customer complaint of touchscreen failure was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned touch screen issue shows that the customer complaint of touchscreen failure was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.